Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45al device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no incomplete or malformed staple line were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler fired but all of the rows of staples did not deploy. The rows that did deploy did not form properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).